Event description:
The doctor reported while extruding tooth conditioner gel the tip came off and the material went into their eye. The doctor immediately rinsed the eye with water and there was no report of injury.